Event description:
It was reported that bd syringe 3ml ll 200 s/c label content was incorrect. Complaint via email. Email(s) attached. This is the official request for investigation for non-conformance: nc-(B)(4). Nc number nc-(B)(4). CAPA/act number act-064862. Mm# 10500500 3 ml syringe supplier material (catalog) part number 309657 supplier bd plastics is the material bought directly from supplier? No this is purchased through (B)(6). Po number (B)(4). Supplier lot number 5133990 coc or coa of the impacted material n/a summary of the defect based on the nc conclusion (failure mode / when, who, where, how, what) description of issue: apn-044452: initiate the supplier investigation for a mislabeled container of 3ml syringes shipped from to prince sterilization. One carton from the master pack was labeled as 5 ml, however, the inner container contained 3 ml syringes and contained only 125 quantities instead of 200. Is the affected material available no: they were dispositioned as scrap.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.